Event description:
It was reported that during the procedure in a proximal diagonal coronary artery, a 2.25 x 23 mm xience nano rx drug-eluting stent delivery system was advanced toward a heavily calcified lesion, but was unable to cross the lesion. The xience nano was withdrawn without resistance, and a non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned goods lab received the xience nano with a stretched stent implant and the proximal half of the stent was loose. Additional information revealed that the healthcare practitioner had noticed after removal from the anatomy that the stent was stretched and loose at the proximal end. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An analysis of the returned device confirmed that the stent was stretched and loose on the stent delivery system. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.